Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is being sent due to additional medical information provided. The information provided alleges the patient experienced recurrence, infection and adhesions. Adhesions and recurrence are known inherent risks of surgery and are identified in the adverse reaction section of the IFU as known possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information no definitive conclusion can be made, if additional event and/or evaluation information is obtained, this report will be updated.

Event description:
As originally reported on 11/22/2017. The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of an incisional hernia. A sepramesh ip was implanted to repair the hernia defect. (B)(6) 2007 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and was infected, to resection the small bowel, and to perform lysis of adhesions. The attorney alleges the patient subsequently endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer pain and was injured severely and permanently. Addendum based on medical record review: (B)(6) 2007 patient was diagnosed with an incarcerated incisional hernia and underwent a laparoscopic repair with implant of a sepramesh ip device. (B)(6) 2007 - the patient was diagnosed with intractable abd pain, perforated intestines, infected abdominal wall mesh (sepramesh ip), incisional hernia and underwent a diagnostic laparoscopy with exploratory laparotomy, lysis of adhesions, explant of infected mesh, partial small bowel resection and incisional hernia repair. (B)(6) 2007 - the patient was diagnosed with intra-abdominal seroma and underwent drainage of seroma with a culture and sensitivity performed. (B)(6) 2008 - the patient was diagnosed with a recurrent incisional hernia and underwent an exploratory laparotomy, lysis of adhesions and repair of the two incisional hernias with implant of a composix kugel hernia patch. The patient's attorney alleges the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits and subsequent procedures.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: this supplemental emdr is being sent due to additional medical information provided. The information provided alleges the patient experienced recurrence, infection and adhesions. Adhesions and recurrence are known inherent risks of surgery and are identified in the adverse reaction section of the IFU as known possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information no definitive conclusion can be made, if additional event and/or evaluation information is obtained, this report will be updated. Updated fields: b5, g4, g7, h6, h10. Addendum: this supplemental emdr is being sent to correct the outcomes attributed to adv ev (b2) and to provide the expiration date for the device. Corrected fields: b2. Updated fields :d4, g1, g4, g7, h2, h10.

Event description:
As originally reported on (B)(6) 2017, the following was reported to davol by the patient's attorney: (B)(6)2007 - the patient underwent surgery for repair of an incisional hernia. A sepramesh ip was implanted to repair the hernia defect. (B)(6)2007 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and was infected, to resection the small bowel, and to perform lysis of adhesions. The attorney alleges the patient subsequently endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer pain and was injured severely and permanently. Addendum based on medical record review: (B)(6) patient was diagnosed with an incarcerated incisional hernia and underwent a laparoscopic repair with implant of a sepramesh ip device. (B)(6)2007 the patient was diagnosed with intractable abd pain, perforated intestines, infected abdominal wall mesh (sepramesh ip), incisional hernia and underwent a diagnostic laparoscopy with exploratory laparotomy, lysis of adhesions, explant of infected mesh, partial small bowel resection and incisional hernia repair. (B)(6)2007 the patient was diagnosed with intra-abdominal seroma and underwent drainage of seroma with a culture and sensitivity performed. (B)(6)2008 the patient was diagnosed with a recurrent incisional hernia and underwent an exploratory laparotomy, lysis of adhesions and repair of the two incisional hernias with implant of a composix kugel hernia patch. The patient's attorney alleges the sepramesh ip used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits and subsequent procedures.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an incisional hernia. A sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2007 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and was infected, to resection the small bowel, and to perform lysis of adhesions. The attorney alleges the patient subsequently endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer pain and was injured severely and permanently.